Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), genital haemorrhage ("bleeding"), the first episode of autoimmune disorder ("autoimmune disorder") and multiple sclerosis ("neurological conditions or problems- multiple sclerosis") in a (B)(6) year-old female patient who had essure (batch no. C85075) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nephrolithiasis in 2011, gravida I, live birth in 2009, cesarean section in 2009, gestational diabetes, smoker, alcohol use, bell's palsy, vertigo and dizziness. Previously administered products included for anxiety disorders: alprazolam; for depression: escitalopram; for an unreported indication: excedrin from 2010 to 2011. Concurrent conditions included overweight. Concomitant products included anaesthetics (anesthesia), ascorbic acid (vitamin c) from 2014 to 2015, citalopram hydrobromide (celexa) since 2017, colecalciferol since 2017, ethinyl estradiol w/norgestrel from 2009 to 2015, iron (iron supplement) since 2016 and multivitamin since 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 14 days after insertion of essure, the patient experienced pelvic pain ("pain/ pelvic pain-occasional moderate"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced the first episode of autoimmune disorder (seriousness criterion medically significant) and multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), the second episode of migraine ("migraine headaches"), the second episode of autoimmune disorder ("auto-immune disorder"), genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems (condition: anxiety)"), depression ("psychological or psychiatric problems (condition:depression)") and uterine enlargement ("uterus was slightly enlarged"). The patient was treated with dimethyl fumarate (tecfidera), surgery (underwent laparoscopic bilateral salpingectomy with essure removal) and surgery (on (B)(6) 2017, she underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, menstrual disorder, back pain, the last episode of migraine and the last episode of autoimmune disorder had resolved and the vaginal haemorrhage, genital haemorrhage, headache, pelvic pain, anxiety, depression, multiple sclerosis and uterine enlargement outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, multiple sclerosis, pelvic pain, uterine enlargement, vaginal haemorrhage, the first episode of autoimmune disorder, the first episode of migraine, the second episode of autoimmune disorder and the second episode of migraine to be related to essure. The reporter commented: essure successfully implanted, without complications, with visualized 4 trailing coils within the left uterine cavity and one trialing coil within the right uterine cavity. After essure removal surgery, the plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. (B)(6) 2015: hysterosalpingogram - confirmed that plaintiff ¿s fallopian tubes were bilaterally occluded and her essure coils were visualized in place. Her current weight was (B)(6) lbs. Most recent follow-up information incorporated above includes: on 9-feb-2018: reporters added and updated patient demographics. Historical condition, historical drugs, concomitant disease, laboratory data, concomitant drugs, treatment drug were added. Updated suspect drug inaction and lot number as c85075. Added events as abnormal bleeding (vaginal), bleeding, migraines/ headaches, pain, psychological or psychiatric problems (condition: anxiety, depression), autoimmune disorder, neurological conditions or problems- multiple sclerosis, uterus was slightly enlarged. Updated event, seriousness and onset date of event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), migraine ("migraine headaches") and autoimmune disorder ("auto-immune disorder"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, migraine and autoimmune disorder had resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: essure successfully implanted, without complications, with visualized 4 trailing coils within the left uterine cavity and one trialing coil within the right uterine cavity. After essure removal surgery, the plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results: (B)(6) 2015: hysterosalpingogram - confirmed that plaintiff 's fallopian tubes were bilaterally occluded and her essure coils were visualized in place. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.